Manufacturer narrative:
H.6. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
It is unknown which device caused this adverse event so all system components are being included on this report. Additional system components involved in this adverse event include: catalog #plc161000j/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Date of event: as the date of endoleak identification and aneurysm enlargement is reportedly unknown, and as the gore representative was made aware of the event on 29-jul-2020, the event date has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the diameter of the aneurysm was 51mm. On an unknown date, an endoleak (type unknown) was observed. The physician stated that the initial procedure was completed without issues, but aneurysm enlargement was observed at the follow up visit. It was reported that the diameter of the aneurysm enlarged to 70mm. On (B)(6) 2020 angiography was performed. No clear endoleak was observed, and location or type of endoleak was not identified. The patient will be monitored.